Event description:
Procedure: unk. Reportedly, the instrument did not fire correctly. While opening the instrument, the load unit broke down. However the staples were formed properly. The surgeon stated that he might need to "revise" the pt if components have been left in the surgical cavity.

Manufacturer narrative:
Date of initial report: 06/29/2006.